Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. Patient reported that sometimes it is more than 20% off. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.